Event description:
It was reported that review of segms showed episodes of noise on all channels. Further review of the records revealed the noise episodes was caused by digital data corruption isolated on the segm channel. The device was electively explanted since it was reaching normal eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.